Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation along with the lifeband. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found that the battery lock was bent. No issues were found with the lifeband. Review of the archive data found no issues on the date of event ((B)(6) 2016); however, multiple user advisory 12 (lifeband® not present) faults were observed on 07/28/2016. During functional testing, the customer's lifeband was used with autopulse platform. The unit ran for approximately 10 minutes, using a test mannequin, without any issues reported. The platform's belt switch assembly was found to be within specification. The customer's primary complaint could not be replicated nor confirmed. Therefore, the root cause could not be determined. An update to the power distribution board was completed (unrelated to the reported complaint) to ensure that the autopulse platform remains current.

Event description:
During patient use, it was reported that the autopulse platform (s/n: (B)(4)) displayed a message to readjust the lifeband. The responding crew readjusted the lifeband; however, with no success. The reporter indicated no error codes occurred at the time of the event. The responding crew reverted to manual CPR. There is no known consequence to the patient reported.